Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr. (Gold)unable to perform excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The reservoir and infusion sets were changed but the pump still did not function as it should. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.